Event description:
It was reported via repair work order that the caster was unable to roll due to a bent caster horn. A caster that is unable to roll could potentially cause an unstable cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.